Event description:
The pt was hospitalized due to infection. It was also reported that the pt underwent vns therapy system explant due to infection. Investigation to date has been unable to determine the cause of the reported infection.